Event description:
Healthcare professional reported right side "rupture" per MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as smooth opening (more than three smooth patterns along the same edge) and missing shell assessed as inconclusive. As per the investigation procedure wear abrasion, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture per MRI". This record is for a right side. Device remains implanted.

Event description:
Healthcare professional reported right side "rupture" per MRI. Device has been explanted.